Manufacturer narrative:
This report is a follow-up MDR for MFR number 2017865-2014-14824. Correction: the lead was capped and replaced on (B)(6) 2014, not explanted.

Event description:
New information states that the left ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2014 due to lead dislodgement. The patient was stable.